Event description:
T5-l3 instrumentation using expedium system was performed for the patient with scoliosis ((B)(6)-year-old female, (B)(6)). After placing the hook and rod, the surgeon tried to tighten with a setscrew, but it could not be inserted. Once the hook was removed and replaced by a new one, the setscrew was successfully inserted. The procedure was completed with 5-minute delay. The surgeon suspects insertion of the setscrew was off-axis. After surgery, cross-threading was found on the returned hook.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The single inner set screw was returned for evaluation. This set screw features threads separated from the body of the set screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the sample and the information provided. A potential root cause is inadvertently cross-threading the set screw during insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.